Manufacturer narrative:
In addition, during inspection and testing of the returned device, service confirmed that the bending section cover was leaking. Service also found the bending angles were insufficient, and a leak was observed at the distal end. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device is an olympus loaner asset that was returned for evaluation with a report that the bending cover was leaking. During inspection and testing of the returned device, service found the coating of the insertion section was peeled off. This report is being submitted for the malfunction found by service during the device evaluation [coating peeled off]. There was no patient or procedure involvement.

Event description:
A user facility returned the olympus asset evis lucera bronchovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that the coating of the insertion section peeled off. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be detected by following the instructions for use (IFU) which state: ¿inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities.¿ the event can be prevented by following the instructions for use (IFU) which state: ·important information ¿ please read before use ¿ ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.